Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a meniscus repair, the t2 implant of two (2) fast-fix 360 fell off from the inserter. T1 was successfully removed from the meniscus by tweezers. A non-significant delay was reported, and the procedure was finished with a smith and nephew back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference case (B)(4). The reported device was received for evaluation. A visual inspection found that they are not in their original packaging. The t1 implant is fractured away from the suture string on both devices. Device 1 the t2 was still in the channel but above the dimple. Device 2 t2 was removed from the insertion device. A functional evaluation finds they cycle as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that may have contributed to the reported event include an unintended actuation of the device. No containment or corrective actions are recommended at this time.